Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate date 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to patient complaints of halos. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a different model (zcb00), but same diopter of 22.5. Post-operatively, the patient no longer experiences halos and no further issues were observed. Doctor was satisfied with the post op results. No additional information was provided. This report captures the event for the right eye. A second report was submitted for the event for the left eye.